Manufacturer narrative:
The reported event of could not untighten the ventricular setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed from the setscrew inset a wrench could then be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead could then be removed from the connector. The blood came through a hole punched through the septum by the user of the torque wrench at time of implant.

Event description:
It was reported the patient presented for a device exchange. During the procedure, the set screw on the pacemaker was stripped and would not loosen. The physician explanted and replaced the pacemaker. The patient was in stable condition.